Event description:
It was reported that the device went off during use. No patient health consequences were reported. The device alarmed. In case of loss of ventilation pressure including peep, deterioration of the health condition cannot be excluded in persons with difficult ventilation conditions.

Manufacturer narrative:
The log file was evaluated with regard to the reported information. Based on the entries in the log file, the reported behavior could be confirmed. According to the entries in the log file, a charging error of the internal battery occurred. Investigation with the supplier revealed that the charging error was due to a problem in the charging board. Therefore, when the power plug is inserted into the power supply, the battery is not charged and operation continues with the internal battery. In the event of a charging error, the power supply indicator icon will illuminate red (as described in the IFU) and the alarm message "no int. Battery charging" will be displayed. In addition, if the battery is discharged, the unit will give a visual and audible warning as indicated to alert the user to a low battery condition. In this case, ventilation was stopped due to a fully discharged battery and an alternative self-contained ventilator must be used immediately as described in the instructions for use. In the present case, the device issued several battery-related alarms as indicated. No harm to the patient was reported. All users of all oxylog 3000 plus devices will be informed about the identified risk with a field safety notice. This includes an instruction how the user can avoid a ventilation stop. The local dräger service representative or service partner will contact the customer to arrange a date for a firmware update of the printed board assembly charger to be performed free of charge in the scope of the next service.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device went off during use. No patient health consequences were reported. The device alarmed. In case of loss of ventilation pressure including peep, deterioration of the health condition cannot be excluded in persons with difficult ventilation conditions.